Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15816998 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that the device is not available for analysis. Without the return of the device for analysis, no conclusion can be made regarding the reported inability to completely purge the air from the orbit system during prep. A review of the manufacturing documentation associated with lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of an unspecified artery aneurysm, it was noted that when the physician attempted to purge an orbit galaxy coil (640cx0304/15816998) using an unspecified trufill dcs syringe ii (635-002/lot unknown) air bubble was being produced in the hub. Therefore, the orbit galaxy was replaced for a new one (640cx0304, lot unknown), which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No information was provided regarding the vessel/aneurysm or patient, and access was obtained from femoral artery. The complaint product is unavailable for evaluation. No additional information is available.